Event description:
Customer reported the system is displaying a fast stop activated error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power supply. System operates as intended.